Event description:
The customer called to report high bgs. It was stated that the insulin did not exit in the last twenty-four hours. The customer declined to perform any troubleshooting. During the call the customer informed being hospitalized for high bgs. A replacement pump was requested.